Manufacturer narrative:
(B)(4). The device was not returned for analysis. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that the device became entrapped on the wire. A 1.6mm jetstream sc atherectomy catheter was selected for an atherectomy procedure in the right lower extremity. During the procedure inside the patient, the catheter became stuck on a non-bsc guidewire. The devices had to be removed from the patient. The procedure was completed with a thruway wire and different sized jetstream device. There were no patient complications and the patient was fine.